Event description:
The user facility reported that the isnare needle deployed and injected as expected however, when the snare was deployed, it would not close when prompted by the user and therefore, the physician could not cauterize as necessary. No patient or user injuries were reported.

Manufacturer narrative:
A us endoscopy product specialist obtained the device subject of the event and reported that there was a wire protruding from the device. The device was returned for evaluation where it was observed that the catheter of the device was damaged, which prevented the snare from deploying. It appeared that there was a force applied from an unknown source to the 'blue clamshell' of the device's assembly; the clamshell had been pried open. All connections need to maintain their structural integrity throughout usage conditions; this includes the control handles, cable assembly, insertion sheath connection to the injection luer port and internal catheter assembly.